Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow up, it was noted there were episodes of non sustained ventricular tachycardia (nsvt) and episodes of ventricular tachycardia (vt) which resulted in inappropriate atp being delivered. Review of the episodes indicated noise was recorded as real vt and suspected to be due to electromagnetic interference (emi). No intervention has been performed at this time. The patient was stable and will continue to be monitored.